Event description:
The manufacturer was informed of this event through patient tracking department. Based on the information on the patient implant form, the top hat valve size 23 was implanted and explanted intra-operatively on (B)(6) 2022. No allegation of a device malfunction nor serious injury was received from the site regarding this event.